Event description:
The surgeon reported that a pt, who had undergone a mitch cup revision in (B)(6) 2011 (B)(4) encountered pain and another infection afterwards. The consultant reportedly revised the whole stem and found black metal debris at the stem/neck interface. The stem was replaced with an antibiotic hip spacer.

Manufacturer narrative:
This is the same pt/event as MFR # 9616680-2012-00285. A supplemental report will be submitted upon completion of the investigation. The pt's revision in (B)(6) 2011 is documented under MFR #'s 9616680-2012-00282 and 9616680-2012-00283.